Event description:
It was reported that the bd max¿ system, bd max¿ instrument produced false positive results for n1 or n2. Confirmatory testing was run on the genexpert with results returning as negative. There was no indication that results were reported to clinicians, and there was no report of patient impact. Assays used: sars-cov-2. The following information was provided by the initial reporter: "bd sars cov-2 reagent 44500301 alleged discrepant result false positive. Positive and after questions a rerun was performed that came back negative for two patients." "Customer reporting 2 patient samples initially tested as positive for one target, n1 or n2 and high CT value, and subsequently tested as negative when repeated on the genexpert."

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive" result. Customer reported that they are receiving false positive results on 2 patient result for bd-sars-cov-2 assay. Subsequent run of the patient samples on genexpert yielded a negative result. Customer performed environmental monitoring and found all 3 target for the assay at various locations. Customer performed deep cleaning. Field service was dispatched. Field service assisted in environmental monitoring and discussing workflow. Customer reported negative em results after cleaning. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 13may2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis is not performed. Root cause is determined to be due to contamination caused by workflow. The complaint is unconfirmed as the issue was due to sample workflow. Bd quality will continue to monitor trends associated with this failure mode.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd max¿ system, bd max¿ instrument produced false positive results for n1 or n2. Confirmatory testing was run on the genexpert with results returning as negative. There was no indication that results were reported to clinicians, and there was no report of patient impact. Assays used: sars-cov-2. The following information was provided by the initial reporter: "bd sars cov-2 reagent (B)(4) alleged discrepant result false positive. Positive and after questions a rerun was performed that came back negative for two patients." "Customer reporting 2 patient samples initially tested as positive for one target, n1 or n2 and high CT value, and subsequently tested as negative when repeated on the genexpert."